Event description:
It was reported that the tip of the driver broke off during use. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument's tip has broken off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.